Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels after an infusion set change. The user also stated that the infusion set placement site was also described as burning. The infusion set was changed the user's bg remained elevated and they were later hospitalized for diabetic ketoacidosis (dka) the following day with bg levels of 500mg/dl. They were treated with intravenous insulin and discharged the following morning.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device was not returned, and the user did not sync device data to the cloud; therefore, no investigation could be performed. Based on the available information, a definitive root cause could not be determined. Should additional, relevant information become available, a supplemental report will be submitted.